Manufacturer narrative:
(B)(4). The entire system was dark, there were no displays illuminated on the system, no other equipment in the operating room (o/r) lost alternating current (a/c) power, nor were there any noticeable interruptions in a/c power, there were no auditory or visual tone before, they cycled power switch to restart the system, and there was nothing plugged into the auxiliary a/c outlet. No parts will be returned to the manufacturer at this time. The user facility¿s biomedical engineer (biomed) stated he believes the ccp bumped the power switch. They rebooted and everything worked fine. The biomed was just calling for technical advise on the circuit breaker. The biomed is trained by the manufacturer and will keep an eye on the base and call if assistance is needed. Technical support questioned if the guard was on power switch and it is not. This will be installed in (B)(6) 2016 when the field service representative (fsr) performs preventive maintenance (pm).

Event description:
It was reported that during the use of the device for a non-clinical activity, the system-1 (aps1) switched to battery mode and the perfusionist (ccp) does not know why. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.